Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation(s) not reported by site found the instrument to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the physician tried to fire the medium-large clip applier instrument and it would not do anything. They removed the instrument and placed it on again with no changes. They replaced it with a new instrument, and it worked great. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and it was noted that there was difficulty opening to load. The instrument would not do anything when the surgeon attempted to clamp on the vessel. The jaws shut; clip deployed when the surgeon commanded movement. Medium-large weck hem-o-lok clips were used. The vessel was not greater than suggested in the instructions for use (IFU). The instrument failed on the first try. They used a different arm to resolve the issue. The instrument was sent back to isi to be checked. No photos or videos available for review.